Manufacturer narrative:
UDI: (B)(4).

Event description:
Reportedly, noise sensing has been recorded in the subject pacemaker memories on (B)(6) at 16:33, showing pacing inhibition. An analysis is requested. Preliminary analysis of the noise episode suggests that strong external emi could be at the origin of the recorded noise pattern.